Event description:
An inventory manager reported that there was a dialyzer blood leak. In a follow up, a nurse reported that the dialyzer blood leak occurred immediately at the start of the patient¿s hemodialysis (hd) treatment. The nurse said the leak was not visually seen. The leak was reported to be an internal leak. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were positive. The patient¿s estimated blood loss (ebl) was less than 50 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The sample dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inventory manager reported that there was a dialyzer blood leak. In a follow up, a nurse reported that the dialyzer blood leak occurred immediately at the start of the patient¿s hemodialysis (hd) treatment. The nurse said the leak was not visually seen. The leak was reported to be an internal leak. The machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were positive. The patient¿s estimated blood loss (ebl) was less than 50 ml. The patient completed treatment on a different machine with new supplies. There was no patient injury, adverse events, or medical intervention required as a result of this event. The sample dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.